Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an angioplasty procedure, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 9095770) was placed in target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor increased force to push the delivery wire, but the distal stent markers still failed to open. The doctor removed the stent and microcatheter (other brand) from the patient and completed the surgery. The procedure was prolonged about 20 minutes. Postoperative drug therapy was given to the patient. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by the field, during an angioplasty procedure, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 9095770) was placed in target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor increased force to push the delivery wire, but the distal stent markers still failed to open. The doctor removed the stent and microcatheter (other brand) from the patient and completed the surgery. The procedure was prolonged about 20 minutes. Postoperative drug therapy was given to the patient. There was no patient injury reported. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The stent was still attached to the delivery wire and inside the introducer. A functional test was performed. A lab sample of the prowler select plus was flushed using a lab syringe. The unit was then inserted into the prowler select plus, and it advanced smoothly without any resistance or friction as the stent passed through. The stent was successfully expelled from the distal tip of the microcatheter. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at (B)(6) and was determined to be acceptable. The issue reported regarding the distal markers of stent being converged is not confirmed, as the stent did not have any structural damage. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.